Event description:
Hamilton medical ag received the following incident description: yellow and red led's will not light up on alarm lamp board

Manufacturer narrative:
Alarm lamp does not work. Defective alarm lamp board was replaced.

Event description:
Hamilton medical ag received the following incident description: yellow and red led's will not light up on alarm lamp board.

Manufacturer narrative:
Alarm lamp does not work. Defective alarm lamp board was replaced. Information added in follow-up #1 (B)(4). The issue was discovered during service maintenance with no patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The most probable root cause of the led failures was chemical corrosion due to the gas permeability. The partner service technician replaced the alarm lamp board pn 159272 to solve the issue and performed the complete service software. The ventilator was then released for use on the patient. The issue is considered a reportable event because it could potentially impact the patient safety during ventilation since medical personnel may not be visually alerted as intended/needed (however audible alarms are working). In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.